Event description:
During a sub-acromial decompression procedure, the patient suffered a ground pad burn. The ground pad (valley lab) was placed on fatty tissue of the inner thigh. The burn was approximately 2.5 x 1.5 cm. No further complications were reported.